Event description:
Boston scientific crm rec'd information that this right ventricular lead exhibited elevated threshold measurements. It was noted the lead was not dislodged significantly, but that the slack came out of the lead when the pt moved. The physician was concerned about possible ischemia. The lead was successfully repositioned. No additional information is available at this time. If additional info becomes available, this event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.